Event description:
This was the last coil used in the procedure to embolize a posterior communicating artery aneurysm. As the coil was being retracted back into the microcatheter some friction was felt. The coil prematurely detached during the retraction. The patient developed a thromboembolus associated with the distal end of the coil with complete occlusion of the m1 segment. The thromboembolus was treated with urokinase, reopro and the coil was retrieved using a merci-retriever. The patient suffered some left side paresis that is improving, and there are no neurological deficits as a result of the event.